Manufacturer narrative:
The device was received and sent to the original equipment manufacturer (OEM) for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection did not find any issues. A functional evaluation revealed the unit was hot during testing. Evaluation of the device by the OEM found mechanical components within the device failed and require replacement. The complaint was confirmed and the root cause was determined to be a mechanical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the device was not able to be utilized as it was too hot. This event occurred during testing of the device; no case or patient involved. No injuries or complications were reported as a result.